Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a mentor memorygel, 450cc silicone breast implant experienced right-sided rupture, and capsular contracture unknown grade postoperatively. The patient reported that she has a visible bulge on the right side and also health care professional stated that it was a little bit smaller and harder. Patient will be having a bilateral mammogram and ultrasound done next month. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with a mentor memorygel, 450cc silicone breast implant experienced right-sided rupture, and capsular contracture unknown grade postoperatively. The patient reported that she has a visible bulge on the right side and also health care professional stated that it was a little bit smaller and harder. Patient will be having a bilateral mammogram and ultrasound done next month. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 20, 2022 indicated that patient reported that she had an ultrasound and mammogram examination which confirmed the right side rupture. Manufacturer¿s reference number: (B)(4).